Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating vas/med sulu opened by the account. Visual inspection of the reload noted a full complement of staples. Functional evaluation of the reload noted that all staples were placed in test media after firing. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter during a ladg procedure in the fourth firing for the jejunum, the nurse connected a reload to the adapter, checked the jaws if they were opening or closing; however the jaws were unable to close on the halfway mark and the status indicators flashed blue. Battery was re-inserted and the jaws were able to open and close; however the status indicators flashed blue and the cartridge indicator flashed green. It was replaced by a new device and the procedure was completed. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.